Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The plate, implanted on (B)(6)2017, broke after about 45 days after the surgery. It was necessary to proceed urgently with the removal and implantation of a new plate.

Manufacturer narrative:
The reported event that one-third tubular plate holes 7 length 90mm for screws ø3.5/4.0mm was alleged of issue s-12 (implant breakage after surgery) could be confirmed, since the device was returned for evaluation and matched the alleged failure mode. Device inspection was done and the breakage of the plate was confirmed. Fracture surface showed signs of fracture due to fatigue failure. Such a failure could have occurred if the plate was subjected to heavy load on regular basis. The instruction for use clearly states that ¿the devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ thus, based on the investigation the root cause can be attributed to a patient related issue. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The plate, implanted on (B)(6) 2017, broke after about 45 days after the surgery. It was necessary to proceed urgently with the removal and implantation of a new plate.